Event description:
Customer reported a past high blood glucose event with the specific value being unknown, as it was displayed only as "high." Cause was not known. Customer resolved the high blood glucose by administering a correction bolus via the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.